Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no nonconformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the two event descriptions (1) customer found out suture has not been absorbed after 3 week from surgery. (2) sub-q was found out to be open despite of suturing were informed from the customer. Os procedure means ¿ wide excision cases that are done in os specialty, specific name is not decided.¿ customer cannot clearly match which product is used to which patient. Patient: (B)(6)/ m/ date and name of the procedure? Unknown, procedure name is ¿wide excision in os¿ it was reported that "suture has not been absorbed after 3 weeks of surgery" and "sub-q was found out to be open despite of suturing". Please clarify these events dehiscence occurred along suture line. Some knots that were made in subq were out from the skin when was "subq found out to be open despite of suturing"? You can find some holes along suture line. Was the suture used on subcutaneous layer? Yes vicryl plus suture was used on sub-q. For skin layer, either skin stapler or ethilon was used. Was the dehiscence noted? Some date and location of inflammation was noted? Yes. Notes were asked to be shared but it will take some time. Any prescribed medication/ treatment provided? If yes, please provide medicine name, strength and dose antibiotics were provided was any surgical intervention performed specifically resuturing? Resuturing was done. Wounded suture was removed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-04092, 2210968-2020-05254, 2210968-2020-05255, 2210968-2020-05256, 2210968-2020-05257, 2210968-2020-05258, 2210968-2020-05259, 2210968-2020-05260 and 2210968-2020-05261.

Event description:
It was reported that there was an issue with a challenger shaft. According to the complaint description ligature clips fell into patients abdomen intraoperatively. Type of surgery: gall bladder removal. The surgery took 45 minutes with no significant surgery delay. No patient harm was reported. All parts were directly removed from patients abdomen. The used cartridges were pl569t. Additional information received on 30 jun 2020: sales rep stated that during preparation two points were identified. If the cartridge is not loaded correctly, a jam may occur when the clips are loaded. Therefore the failure is maybe related to the user. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00279 ((B)(4) - pl536r), 9610612-2020-00278 ((B)(4) - pl536r). Involved components: pl510r - handle f/pl506r & pl508r - batch: 62243673, pl510r - handle f/pl506r & pl508r - batch: 62243673, pl569t - ligating clips m/l 12/box - batch: unknown.